Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and the customer comment was confirmed that the ventricular output connector was broken. Analysis also found that the upper and lower cases were broken, that the side bail covers were broken and contaminated, that the ring cover and ring bail were missing , the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported that the ventricular connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.